Manufacturer narrative:
No medical intervention was required due to this event.

Event description:
It was alleged that the device dropped down with a patient on it. It was alleged that the patient suffered a laceration to their head. No medical intervention was required due to this event.

Event description:
It was alleged that the device dropped down with a patient on it. It was alleged that the patient suffered a laceration to their head. Further information has not been provided at this time.